Event description:
Customer in (B)(6) reported that a companion 2 driver exhibited an intermittent computer malfunction alarm. The pt was switched to backup driver without impact. This alleged failure mode poses a low risk to the pt, because it did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a supplemental MDR.